Event description:
The customer reported the generation of erroneously low patient sample results for sodium (na) and potassium (k) on their au5800 chemistry analyzer. The erroneous patient results were not reported out of the laboratory; hence, there was no report of change to treatment, injury or death associated with the event. The customer did not provide patient demographics. The customer verbally provided results for one patient sample.

Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au5800 chemistry analyzer and identified the probable cause as defective ion-selective electrolyte (ise) tubing. The fse replaced the ise tubing, reseated electrodes, and performed enhanced ise cleaning procedures to resolve the issue. Section a2, a4 and a5: information not provided by customer. The beckman coulter internal identifier is (B)(4).